Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of the malfunction to be a heat sensitive ic chip, designator u8.

Event description:
It was reported that the device intermittently fails to boot up completely and displays a white screen. There was no pt use associated with the event.